Manufacturer narrative:
(B)(4).

Event description:
Was reported that the asymptomatic patient presented to the clinic via a merlin at home transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on stored egm's. Programming changes were recommended. Further information noted that the patient missed her appointment. They have been rescheduled for (B)(6). Programming changes will be made then.